Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with blood glucose levels close to 2000 mg/dl. Prior to the hospitalization, the customer experienced flu-like symptoms and was tired. The customer eventually lost consciousness. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.